Event description:
Hosp advised that during an infusion of leveophed, epinepherine, primacor and diprovan the pump stopped infusing without an alarm. A bolus of 1mg of epinepherine was administered to the pt to stablize the pt after the blood pressure dropped to 40 systolic.